Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for low blood glucose on april 14, 2021. Blood glucose reading was 3.2mmol/l. Customer treated for low blood glucose by consuming juice. Troubleshooting for the customer¿s low blood glucose was declined. Customer was not using automode feature at the time of the incident. The insulin pump will not be returned for analysis.